Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-12865- device 3 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set leaked at site. The blood glucose level of the patient was 365 mg/dl. Moreover, the issue ocuurred with eight similar types of infusion sets used for about a day. No further information available.